Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. There is also no evidence to suggest that the device caused or contributed to the patient's infection. The site indicated that the event is not related to the device. Clinical factors that may have predisposed the patient to the infection include the patient's complex medical history and comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support.

Event description:
A report was received from the clinical study database that this patient was hospitalized for sepsis. The infection was treated with intravenous antibiotics and the patient was discharged on (B)(6) 2016. The medical team believed the event to be unrelated to the device. No further information was provided.